Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that the screwdriver shaft broke during the removal of a screw which also causes the screw and locking nuts to be cross threaded after that. Surgery name: open tlif, patient condition: stable, patient harm: increase blood loss, prolongation of the surgery: 20 minutes. - no other patient harm except increase blood loss. No fragments were generated, the procedure was completed successfully, actions were taken to complete the case and prevent further blood loss in the patient: revise the screws and locking screws as rapid as possible patient condition now: stable. This complaint involves 1 part. Concomitant parts: 04.636.001 / locking cap f/universal reduction screw / quantity 2; 04.689.645 / universal degen screw &#1568;6.0mm, l 45mm / quantity 1. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 04.636.001 / 8975479, manufacturing location: (B)(4), manufacturing date: 07 may 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is 1 of 4 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the screwdriver is in a used condition. The tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. As part of the manufacturing investigation a hardness test was performed on the screwdriver shaft. Further the remaining outside diameter ø5±0.1mm of the stardrive t25 tip close to the breakage was measured. Both results are within specification and according to product drawing. Based on the facts above the breakage was caused by mechanical overloading. No manufacturing related issue was identified and/or confirmed. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.